Manufacturer narrative:
An aborted procedure due to failure to initialize/monitor temperature is a known & documented risk for the neuroblate system. This documentation is available in monteris' internal risk management files. It should also be noted that the patient was not directly injured by the malfunction. However, a delay in receiving cancer treatment could potentially increase risk of death or serious injury due to the underlying disease state.

Event description:
After connecting the laser delivery probe, an error appeared stating that the temperature could not be initialized. After multiple troubleshooting attempts and connection of a new portable connector module (pcm), it was determined that there is possibly an issue with the signal conditioner. Case aborted and service requested.